Event description:
The clinician engaged the safety device, and the needle retracted. However, after retraction, the needle came back through and stuck the nurse.

Manufacturer narrative:
The reporter did not have any further details about the incident, however, they will attempt to get additional information. The sample has not been returned for analysis. A mailing container and prepaid label have been sent to the reporter. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).